Event description:
The customer reported during initial training with zoll, the autopulse nxt platform (sn (B)(6)) did two compressions, then the nxt band stopped and all the lights on the user control panel on the platform were illuminated. An audible alarm was observed. The zoll trainers troubleshooted the board and the band; it failed a couple more times. The nxt band and battery were replaced. After several more attempts, they were able to get the board to function. This platform had not yet been placed into service. No suspected issue with the nxt band or batteries. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The complaint that the autopulse nxt platform (sn (B)(6)) did two compressions, then the nxt band stopped and all the lights on the user control panel on the platform were illuminated and an audible alarm was observed was confirmed based on the archive review but not during functional testing. According to the archive, fault 1097 was observed around the event date. However, during testing, the platform performed as intended without faults or errors. Based on the archive log review, the platform was not operational due to multiple fault 1097s around the event date (the motor encoder is logged, and the attention led flashes), confirming the reported complaint. This fault relates to a software issue and can be resolved by performing a power cycle or gently pulling the band to nudge the motor. The autopulse nxt platform passed the preliminary functional test without any fault or error. The platform was tested using the mztf (medium zoll test fixture) with no faults or errors detected. The autopulse functioned appropriately and performed as intended. The customer reported complaint was not reproduced. Since the customer has received the replacement platform, the autopulse nxt platform will be stored for future refurbishment sale order requests.